Event description:
It was reported that an error b30 was observed during preparation for use. The intended procedure however was completed with another device. The patient at the time of the event was not under anesthesia. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Inspection and evaluation of the device found the reported customer issue of b30 error was confirmed. Evaluation found there was no image -unrestorable -b30 error due to secondary ccd (charge-coupled device) unit. Image resolution did not appear due to damage of ccd unit. Furthermore, leaking was observed on the bending section. In addition, the following findings were noted on the device: control section was deformed. Lg (light guide)-tube was wrinkled. Video cable was wrinkled. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The cause of the suggested phenomenon was presumed to be the deterioration of the internal circuit board of the video connector. The following are presumed as possible causes of deterioration of the circuit board: power source was turned on/off while the video connector was wet. The video connector was inserted/pulled while the power was turned on. The video system center or the electrical contacts of the video connector were scratched or dirty. Static electricity was applied to the electrical contacts of the video connector. There was nonconformity in reprocessing condition under autoclaving or the like. The instructions for use (IFU) documents the following pertaining to image inspection prior to use: "inspection of the endoscopic image - confirm that the white light (wli) and narrow band imaging (nbi) endoscopic images are normal. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ the IFU provides the following relevant cautions when turning the system on or handling of the electrical contacts: "turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.